Manufacturer narrative:
The onset of the patient's driveline infection is reported under MFR #: 2916596-2022-15198. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported renal dysfunction could not be conclusively established through this evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction,¿ lists renal dysfunction and death as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to withdrawal of care and kidney failure. Care was withdrawn at the patient's request. The patient's outcome was not considered to be device or device therapy related. The patient had mild renal impairment at the time of left ventricular assist device (lvad) implant. The patient was non-compliant with food, fluid and sodium which resulted in massive diuretic requirements to keep heart failure symptoms at bay. The patient also had a chronic driveline infection requiring on and off intravenous antibiotics that could have contributed to kidney failure.